Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right ventricular lead required repositioning upon implant and was ultimately removed and replaced due to high impedance and undersensing. The patient was fine following surgery.